Manufacturer narrative:
(B)(4). User/voluntary medwatch number: mw5067911. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a left laser lithotripsy for renal calculus procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser with settings of 0.8j, 12.8mhz and with total energy used of 16kj. According to the complainant, during the procedure, a small portion of the fiber body broke off inside the patient. Multiple attempts were made to grasp and remove the fiber fragment out of the patient without success but the physician lost visualization of the broken fiber. The breaking of the stone continued and a double j stent was implanted and completed the procedure. The patient was then transferred to the recovery room in satisfactory condition. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. The patient was discharged from the hospital with instruction to have follow-up ureteroscopy procedure after 3 weeks.